Event description:
It was reported that stimulation was turning off. The stimulation turned off on saturday. There were no falls or activities to cause the issue. The patient felt stimulation at a low level a couple of times. The patient met with a manufacturer representative the day of the report and checked programming. Programming was normal and battery level was ¿ok¿. The manufacturer representative increased stimulation voltage slightly and the patient was feeling normal therapy then. The manufacturer representative turned the magnet switch off. Therapy impedance was 919 ohms. The system appeared to be working fine then. The patient had great pain reduction when increased to 0.05 volts. The cause of the event may have been magnet related. The patient had effective therapy.

Manufacturer narrative:
Product ID 7434a, serial# (B)(4); product type programmer, patient product ID 748940, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3987a, lot# n0048350, implanted: 2006 (B)(6); product type lead product ID 7434a, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).